Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3889-33, lot# v008570, implanted: 2006-(B)(6), explanted: na.

Event description:
It was reported that the patient had leaked urine very bad the past two weeks. The hcp thought the device was turned off, but the patient thought her bladder may have dropped. It was noted that the patient had a cystoscopy several years ago which showed her bladder was ok and there was no sign it was dropping, but several times in the past few weeks the patient had noticed that she leaked when she coughed. The patient had an appointment with a urologist scheduled for (B)(6)-2011, and stated that if the device did not work, and continued to turn off on its own, she wanted it removed. Additional information has been requested, but was not available as of the date of this report.

Event description:
The hcp that the patient stated she had an appointment scheduled with reported that they had no records of the patient.